Event description:
Patient had infection. ICD system including this ra lead was removed. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).